Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Rupture.

Event description:
Healthcare professional reported, left side rupture. Capsular contracture, baker grade iii. And removal from textured to smooth, due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event anxiety-product/procedure, capsular contracture and rupture was received on march 05, 2024, with lot number 2275701. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii and removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.